Event description:
It was reported that following replacement of the patient¿s implantable neurostimulator (ins), five days prior to report, the patient never had therapeutic effect and experienced return of her retention symptoms. She was unable to void and was uncomfortable as a result. The person who programmed her device reportedly told her that it was set to where they wanted it and the patient was directed not to make any changes until her follow up appointment in a few weeks. The night prior to report the patient checked the settings and noticed that it was set to 0.0v and she did not see a program row. The patient reportedly increased stimulation up to 2.5v, however, she did not feel any stimulation at all. The patient stated that with her previous system she felt stimulation in her right leg and toes as well as her pelvic area. The night prior to report the patient experienced a shocking or jolting sensation following a position change. She was crouching over the toilet trying to void and leaned to the left and felt a tremendous jolt in her pelvic area. It stopped when she straightened up and occurred again when she leaned to the left. The patient decreased the stimulation all the way down to 0.0v. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0uu5f, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).